Event description:
Customer reports the softclix plus lancet will not retract. Customer attempted to manually remove the needle and accidentally stuck herself. The customer did not provide the location where the malfunction occurred. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was stent. Softclix plus lancet lot number bar049.

Manufacturer narrative:
The suspect product is the softclix plus lancet.